Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that the tension springs are still loaded in the deployment tube. The complaint is confirmed.